Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03802 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit was prepared for use during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, the endostat iii electrosurgical unit and endostat iii footswitch system were delivering rf power intermittently in monopolar coagulation mode. The active cord and probe (manufacturer unknown) were replaced but the system still did not work. The procedure was completed with an endostat ii electrosurgical unit, another footswitch, and the original active cord and probe. Following the procedure, the second set of active cord and probe were tested with the endostat ii electrosurgical unit and footswitch and determined to work correctly. The complainant narrowed the issue to the endostat iii electrosurgical unit and endostat iii footswitch. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be ok.

Manufacturer narrative:
A visual evaluation found that the unit has a minor paint chip along the base of the cover on right side above fastening screws; otherwise the unit appears to be in good physical condition. A functional evaluation found that all knobs and switches appear to function properly. All connections inside the unit were checked, all wires were inspected along with solder joints, wires were manipulated while monitoring output and no problems were found. The unit passed return electrical evaluation and is within specification. The customer complaint could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).